Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report: (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). Currently the device will be investigated. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: issue occurred on (B)(6) 2020. Oncology nurse was using the pump. There was no patient injury or harm. The issue was an under infusion - infusion was set for 4 hours, and half the bag was left at the end.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history was read out and analyzed. During the analysis of the history log files it could be detected, that no infusion therapy was performed on the day of occurrence. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device shows age related signs of wear and tear and on the operating unit were found a damage. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +2,10 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside was investigated. The inside was slightly dirty but no other visible damage were found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.